Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the research coordinator that the patient was having symptoms indicative of pump end of life and was admitted to the hospital. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation. The evaluation of the pump revealed extensive wear that occurred to the internal components of the lower main bearing, which caused the rotor to descend and contact the electronic package (commutator). The result of the rotor/commutator contact may have contributed to rotor drag, which could, under certain operating conditions contribute to high pump power consumption and the potential of intermittent motor operation. The examination of the lower main bearing indicated that the bearing wear may have occurred as a result of lubricant loss. A review of device history records showed no deviations from manufacturing or qa specifications that would affect pump function or performance. Bearing wear issues are currently being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event. This event was discovered in an audit of our records of pump exchanges to our clinical trial device and is currently being addressed through our corrective and preventive action system. Preventive measures are being implemented to assure that all required MDR reports are filed in a timely manner.